Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had stopper creep out or loose closure. This event occurred 2 times. The following information was provided by the initial reporter: the customer "opened and closed the caps for 100 ea and found 2 tubes are loose.¿

Manufacturer narrative:
H.6. Investigation: bd received 200 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper function with the incident lot was not observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for stopper function with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had stopper creep out or loose closure. This event occurred 2 times. The following information was provided by the initial reporter: the customer "opened and closed the caps for 100 ea and found 2 tubes are loose.¿